Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump seemed to be having delivery anomaly. The customer's parent reported that the bolus was not being delivered correctly. The customer's blood glucose was 252 mg/dl at the time of call. The customer's parent declined to troubleshoot for high blood glucose. The customer's parent stated that they treated the blood glucose with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, rewind test and displacement accuracy test. No under delivery bolus anomaly noted. The insulin pump was received with minor scratched display window and cracked case at display window corners.